Event description:
The company received a report from a biomedical engineer that the unit provided an intermittent audible tone.

Manufacturer narrative:
The unit was requested back for investigation, but it has not yet been received.